Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer performed a supply change and received an additional occlusion alarm. The customer's blood glucose (bg) levels ranged between 324-472mg/dl and correction boluses were delivered to address the bg level. A system check was performed using the current supplies and the occlusion was found to be within the cartridge. The customer successfully changed their pump supplies.